Event description:
It was reported that during an unknown procedure, the tissue pad on the device started not to fit and the device locked out. Another device was used to complete the case. There were no adverse consequences to the patient.